Event description:
During clinical use, difficulty was experienced with the catheter during attempts to cannulate the rca lesion. The catheter was noted to be very twisted, and during withdrawal, the catheter snapped and fractured within the pt's vasculature. Surgical retrieval was required.